Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was fishing and fell into the lake due to experiencing low blood glucose of 32 mg/dl. Customer does not know why he went low. It was stated that the last thing the customer remembers is that his blood glucose was 286 mg/dl and he did a bolus. Customer was wearing the insulin pump. It was reported that the act button on the insulin pump does not respond. Customer tried drying it and changing the battery but it does not respond and numbers are ramping. Nothing further reported.